Event description:
It was reported to boston scientific corporation that an ultraflex covered esophageal stent was used during a procedure on (B)(6), 2010. According to the complainant, while attempting to deploy the stent, the deployment suture broke; the stent was partially deployed. There was no reported resistance when pulling on the suture, and the suture was not caught on anything. There was no bowing of the delivery system. The physician was able to remove the device with a biopsy grip and use another ultraflex covered esophageal stent to successfully complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ok.

Manufacturer narrative:
(B)(4): the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device cannot be completed. A root cause for the complaint could not be determined. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no deviation was found.